Event description:
It was reported that pt had an infected triathlon right knee. Surgeon removed and implanted a cement spacer.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5550-g-339, lot # d557, description: triathlon symmetric x3 patella. Cat # 5520-b-300, lot # bsux, description: triathlon prim tib baseplate - cemented. Cat # 5532-g-311, lot # mkanyw, description: triathlon ps x3, tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.